Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device change out, when loosening this right atrial (ra) lead from the device header the insulation was stripped away exposing the conductor of the lead. The lead was surgically abandoned. No adverse patient effects were reported.